Event description:
It was reported that an alert triggered due to high right ventricular (rv) defibrillation impedance. The rv and superior vena cava (svc) impedances have been unstable and the svc has also been high. The left ventricular (lv) lead has also exhibited an impedance fluctuation over the same period of time. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419488 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).